Event description:
This device was found to be at eri when preparing for a lead revision due to dislodgement only one year after implant. The device has been programmed to nominal outputs and only the pacing amplitude was recently increased to 7.5v at 1.5ms to help ensure capture for the dislodged lead until the lead revision could be done. The device is currently implanted and is scheduled to be changed out during the lead revision. On (B)(6) 2012, we were informed that this device was explanted and replaced on (B)(6) 2012.